Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In system logs, the 23008, p1=1 error was found indicating pot to encoder error fault on the axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed sensor check for yaw wiggle and sine cycle due to error 23008, p1=1 on yaw. During testing, the yaw searchlight assembly with printed circuit assembly (pca) was applied behavior analysis (aba) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the yaw searchlight assembly in the usm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure; the user informed the technical support engineer (tse) that there was a repeated recoverable error 23008 related to universal surgical manipulator (usm)2 during setup. A faulty system was identified with error 23008. Despite power cycling the system, there was no change. The user was instructed to perform a hard reboot/emergency power off (epo) on the patient side cart (psc), but this did not resolve the issue. The user disabled the usm2 and continued with the procedure using the remaining three usms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue.